Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was reproduced. Battery pack (B) (4) had mismatched cells. The pt had used this battery pack until it was almost dead. It was repaired, retested and restocked. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
A pt contacted lifecor customer support to report that the battery pack that was on the charger all night was showing the "battery pack fault" led this morning. Support sent the pt a replacement battery pack.